Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k013227.

Event description:
It was reported that the patient had peri implantitis. The implant was subsequently extracted.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient develop peri-implantitis. The reported complaint of infection and bone loss could not be verified.

Event description:
No further event information is available at the time of this report.